Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. At an unknown date. In turn, the patient lost stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2021, where the ipg was explanted and replaced to address the issue.